Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06442. The report was submitted in error.

Manufacturer narrative:
Corrected data: additional product identifiers added to section d.

Event description:
It was reported that the pump alarmed "no disposable pump won't run" with the cassette connected. Unable to troubleshoot due to the fact that patient does not have key to open cassette from pump housing. No further information available